Event description:
It was reported that the physician programmed a cycling in therapy: twenty-four hours on and twenty-four hours off. The device usage history did not show when the stimulation was on or off. The stimulator indicated that stimulation had been on one-hundred percent of the time. The physician stated that having no proof of whether stimulation was on or off, was not ideal. It was noted that the device was replaced. A report stated that in this case it should be interpreted that the device was in cycling mode 100% of the time. No further details, patient symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).